Manufacturer narrative:
B3. Date of event: year of event have been provided, but month and day is unknown. H3: one device was received for analysis. Service history review found no additional records found from previous 12 months. Review of the event history log found a ¿check syringe plunger sensor, base task timeout, syringe flange not in place.¿ the customer issue was confirmed in the review of the event log history (ehl). A check syringe plunger sensor alarm occurred at bootup. Further review of the alarm history also found multiple logs for a syringe flange not in place alarm. The backup audible alarm self-test at bootup also sounded weak but no alarm was triggered. The probable root cause of the issue was due to a faulty main circuit board, earclip optocoupler. The issue was fixed by replacing and realigning the ear clip optocoupler. The main circuit board was replaced due to the backup audible alarm test sounding very weak even though no alarm/error was triggered. All sensors were recalibrated and loaded standard 1a12 configuration. The device thereafter passed all functional testing.

Event description:
The customer returned the product for syringe error, during device analysis, a ¿check syringe plunger sensor, base task timeout, syringe flange not in place.¿ was identified. There was no patient involvement or harm.